Event description:
The pt experienced a return of symptoms. The catheter was not functioning; the details were not provided. The catheter was revised. For additional information following this event, see manufacturer's report#: 2182207200902706.

Manufacturer narrative:
Catheter.